Event description:
The customer reported water underneath the screen after going swimming with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with a blank display due to a corroded electronic assembly and motor home switch.